Event description:
Report of alarm failure for pt who extubated herself could not be duplicated by biomedial engineering staff. There was no change in pt status upon extubation. Equipment was taken out of service and retained for eval. Problem was later identified as a bad solder connection causing an intermittent problem on the power regulation printed circuit board which affected the alarm speaker. Exact cause of bad solder connection could not be determined. Corrective action was taken with calibration and operational verification procedures performed.